Event description:
It was reported that a patient underwent a procedure using a cervical plate system. The patient presented with a suspect "allergic reaction due to the plate implant". The patient has been experiencing pain down the arm, numbness, and a tingling sensation. According to the report, the patient has taken many medications and "none have helped". Patient also reportedly "tested positive for an allergy to a certain type of needle but did not specify". Biopsies have been performed. No other information was provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.